Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that blood cultures drawn on (B)(6) 2015 were positive. On (B)(6) 2015, the patient was taken to the or for incision and drainage of his driveline exit site. The patient was reportedly placed back on IV vancomycin and treated with IV daptomycin, vancomycin beads, and a wound vac was placed. It was mentioned that the patient had subtle mental status changes, but there was no evidence of an infarction or bleed on CT. A transthoracic echocardiogram did not reveal any vegetation on the patient's valve leaflets. A transesophageal echocardiogram was to be performed while in the or but the results were not provided. Blood cultures drawn on (B)(6) 2015 were negative. The patient was discharged to rehabilitation on (B)(6) 2015. It was reported that the patient had a history of noncompliance and had not been taking antibiotics as prescribed before the event.

Manufacturer narrative:
Approximate age of device ¿ 7 months. A direct correlation between the device and the reported driveline infection could not be determined as the device remains in use supporting the patient. The instructions for use lists driveline infection as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.